Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment got delayed. Procedure completed after restarting the system. The philips remote service engineer (rse) communicated with customer and confirmed system produced an error message of ¿illumination with low dose, x-ray motor error¿. Review of the system log file showed x-ray generator (miu) errors. The rse confirmed it as a one-time occurrence and suspected issue with instable mains. After a restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced an error message of ¿illumination with low dose, x-ray motor error¿. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.